Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. H6 method code updated to 4114. H6 result code updated to 3221. H6 conclusion code updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.